Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 : product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 : product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was complaining of pain. An impedance check revealed that electrode 11 was out. All of the patient's programs were utilizing this electrode. The rep reprogrammed and reset all adaptive stim settings. The rep gave the patient a run down on how to use the controller again as she was unsure. The rep stated that the patient was very thankful and stated it felt better as she was walking out. The patient did not have any falls or accidents that may have cause the avoid impedance. The issue was reported to be resolved.